Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- it was reported that screw driver and glenosphere inserter were cold welded together because the inserter didn¿t screw into the shaft because it¿s cross threaded. Surgery was not delayed. Nothing was left in patient. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis found that the glenosphere inserter tip was returned engaged with the star driver 30. Additionally, the sample exhibits signs of repetitive use for a long period of time. A functional test was performed and was able to replicate the reported unable to disassembled condition due to the devices were not able to disengage after multiple attempts with excessive forces applied. As per surgical technique inhance¿ shoulder system (103832905 rev b), the proximal section of a glenosphere inserter tip should be assemble into a baseplate inserter rod. Therefore, the potential cause of the observed condition of the inserter tip can be attributed to the user, as there are no indications in the surgical technique that both instruments could be assembled together. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the glenosphere inserter tip would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot- the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: d9. Corrected: h3.

Event description:
It was reported that screwdriver and glenosphere inserter were cold welded together because the inserter didn't screw into the shaft because it's cross threaded. Surgery was not delayed. Nothing was left in patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.